Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A steerable guide catheter (sgc) was selected for treatment. It was noted that during original access, a non-abbott device mistakenly went through the artery and it into the vein and the sgc was inserted. However, difficulties inserting the sgc into the patient¿s groin occurred. The system was removed, and two new non-abbott guidewires were selected for treatment. The sgc was inserted, and the procedure was continued. A mitraclip ntw was implanted, reducing the mr to a grade of 1. However, after removal of the sgc, the blood pressure started to drop, and the staff was able to hold the pressure for an hour. Medication was administered and the patient was infused with two packs of blood. An arterial perforation was observed, and a cut-down to the femoral artery was performed. It was noted that the perforation was a through and through access and had mistakenly gone through the artery into the vein. To treat the perforation, surgery was performed. In the physician's opinion, the sgc had created a bigger hole in the artery, which led to more bleeding, and the drop in blood pressure after the removal of the sgc. The patient was transferred to the intensive care unit (ICU) for one day, and under observation for a couple of days. It was noted that the patient status was stable and recovering.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated and based on the information provided, a cause for the reported difficult to insert the sgc cannot be determined. The reported perforation resulting in more bleeding (hemorrhage) and hypotension per the account are related to procedural conditions associated with a non-abbott device mistakenly going through the artery and into the vein and the sgc insertion creating a bigger hole in the artery which led to more bleeding, and the drop in blood pressure (hypotension) after the removal of the sgc. Perforation, bleeding and hypotension are known possible complications associated with mitraclip procedures. Medication required, unexpected medical intervention, surgical intervention (minor and majorly surgeries), hospitalization and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a